Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error for the second time within a month. The customer stated that she woke up thirsty and noticed that the motor error had alarmed while she was asleep. The customer's blood glucose at the time of the alarm was 423 mg/dl, and the most recent blood glucose was 504 mg/dl. The customer was able to complete the rewind sequence and treat with an additional bolus to finish her correction for the high blood glucose. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.